Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, has been requested to be returned for evaluation. Upon completion of the testing of the injection system, a follow-up report will be submitted to FDA.

Event description:
Narrative: user facility reported during a coronary angiography, on the initial right coronary artery injection, an aneurysm of the conus branch occurred. A second injection was performed, and staining and what appeared to be a rupture of the conus branch aneurysm was noted. The patient developed ventricular tachycardia with decreased level of consciousness. The patient was defibrillated and the patient's condition stabilized. The patient remained stable and was transferred to the hospital's coronary care unit. The patient is reported to have recovered. (B) (4).